Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that a dissection was noted in the moderately calcified, moderately tortuous, left circumflex coronary artery distal to the newly deployed 3.0x23 mm xience expedition stent. The dissection was treated with one 2.75x33 mm xience expedition stent. After covering the dissection, the physician observed good timi iii flow in the artery with no other complications. No additional information was provided.